Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). Note: for field d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and the patient experienced cerebrovascular accident. Surgical intervention was attempted, however, was unsuccessful. It was reported that the procedure went well, however they had a little char on the tip of the qdot probe that they removed when they noticed that the temperature was rising abnormally. The procedure was performed under general anesthesia. At the end of the procedure, the patient was extubated in the recovery room but after a few hours, she seemed to be hemiplegic, had lost the ability to speak. In the evening, she had a scan that showed a thrombus. For this, she went for a thrombectomy. According to the doctor, the thrombus could not be expelled because it was too calcified. Which according to him, is suggestive of an old thrombus. For him, she had an old thrombus in the left atrium that could have been expelled at the time of the electric shock she received during the procedure so that the rhythm would return to sinus.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and the patient experienced cerebrovascular accident. Surgical intervention was attempted, however, was unsuccessful. It was reported that the procedure went well, however they had a little char on the tip of the qdot probe that they removed when they noticed that the temperature was rising abnormally. The procedure was performed under general anesthesia. At the end of the procedure, the patient was extubated in the recovery room but after a few hours, she seemed to be hemiplegic, had lost the ability to speak. In the evening, she had a scan that showed a thrombus. For this, she went for a thrombectomy. According to the doctor, the thrombus could not be expelled because it was too calcified. Which according to him, is suggestive of an old thrombus. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).